Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also disclosed by the clinic that the patient noticed some erythema at the device incision and was seen in the emergency room. Blood cultures were obtained and one of the cultures grew alpha hemolytic streptococci. The patient was requested to return to the emergency room and subsequently admitted. Blood cultures were repeated the following date and preliminary results did not show any growth.

Manufacturer narrative:
Continuation of d10:  dtpb2qq crt-d implanted (B)(6) 2024.   407652 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven weeks post cardiac resynchronization therapy defibrillator (crt-d) replacement procedure th e patient developed a pocket infection. The crt-d system was explanted, the patient was treated with intravenous antibiotics and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.